Event description:
The event occurred in USA. It was reported that the label on the inner packaging of the hls set was missing. They discarded the outer box, so they are not sure of the size (5.0 or 7.0) or the expiration date. No lot number or article number was provided for the affected product. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the label on the inner packaging of the hls set was missing. They discarded the outer box, so they are not sure of the size (5.0 or 7.0) or the expiration date. No lot number or article number was provided for the affected product. No harm to any person has been reported. The affected product was technical investigated in the getinge laboratory on 2022-07-26. The most probable root cause of the reported failure could be determined as an production fault. The tyvek does not show any label residues, so it is very likely that no label was applied to the tyvek during production. The production records of the affected beq-hls 7050 USA #shls set advanced 7.0 with lot#: 3000190536, lot#: 3000192077 and lot#: 3000192078 were reviewed on 2022-08-08. According to the final test results, all beq-hls 7050 USA #shls set advanced 7.0 with lot#: 3000190536, lot#: 3000192077 and lot#: 3000192078 passed the tests as per specifications. Based on the investigation results the reported failure "missing label on the tyvekcover" could be confirmed. Maquet cardiopulmonary initiated a non-conformance process in regards to the detected findings. All further actions and investigations will be performed within this process. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.